Manufacturer narrative:
(B)(4). No devices received, log review only. Conclusion: field left blank- no available code for undetermined or unknown cause. The customer's request for a log review for a possible overinfusion of morphine has been completed. A review of the associated pcu event log for the morphine infusion found that the medication was morphine, the concentration was 1 mg/1 ml (30 mg/30ml) and the programming was 1 mg pca dose, 8 minute lockout, and a 4 hour limit of 30 mg as reported by the customer. The syringe in use during the programming in question, however, contained only a 19.44 ml starting volume which may have led to the perception of an overinfusion. The root cause of the customer's experience was not determined. No device malfunction is believed to have occurred.

Event description:
The customer reported a possible over infusion. Medication was morphine, concentration 1mg/1ml (30ml vial). Intended programming 1mg, 8 minute lockout, 4 hour limit 30mg. The module passed biomed's functional testing. An event log review was requested. There was no patient harm or medical intervention required. Customer stated that no further patient/event information is available.